Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more hearing sensation. A surgery to re-insert the electrode is planned.

Manufacturer narrative:
Additional information: based on the received information, it seems that the reported issue is caused by a migration of the active electrode array out of the cochlea. A full insertion was achieved at initial implantation. A surgery to re-insert the electrode is planned.

Event description:
The patient no longer has any hearing sensation. An x-ray showed the electrode to have migrated out of the cochlea. A surgery to re-insert the electrode is planned.

Manufacturer narrative:
Based on the received information, it seems that the reported lack of hearing was caused by a post-operative migration of the active electrode array out of cochlea. A full insertion was achieved at initial implantation. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use.

Event description:
The patient has no more hearing sensation. An x-ray showed the electrode to be migrated out of cochlea. The electrode has been re-inserted in the same ear and the patient is doing fine. A full insertion was achieved.